Event description:
In 2009, the patient reported she has had elevated blood glucose readings for the last 6 months with her normal range being 80-150 mg/dl. Symptoms are abdominal pain and nausea. She stated the up/down buttons on her insulin infusion device do not always properly respond which causes her elevated readings. She stated she is not sure which of the buttons does not respond but noticed the issue when she did not receive the correct confirmations. She said she is working with her doctor to adjust her basal rates due to a kidney condition. She has been experiencing high levels of stress. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.